Event description:
It was reported to medtronic neurosurgery that the strata valve was leaking from the delta chamber. It was also reported that there was no patient involvement.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance is not possible. A review of the manufacturing records was also not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.